Manufacturer narrative:
This report is submitted on 23 march 2020. (B)(4).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is submitted on 20 january 2020.

Manufacturer narrative:
This report is submitted on (B)(6) 2019, by (B)(4).

Event description:
It was reported that the recipient stopped hearing after trauma/impact. It test performed on (B)(6) 2019 indicated a malfunctioning of receiver/stimulator. The implanted device remains.